Event description:
It was reported to philips that the heartstart mrx defibrillator that after testing, the device returns the message "battery a exceeded - calibration recommended". There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that following the test, the device displays a "battery a passed - advised calibration" error message. Accordingto the customer a bad functioning of the electrical network linked to the recharge of the battery was found. Evaluation of the device with the customer reveals a fault in the electrical network linked to the recharge of the battery. Further testing confirmed a faulty battery. Repairs were reportedly performed by a third-party. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information available, the cause of the reported problem was due to a component failure. The root cause could not be determined because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.